Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, doctor broke tibial ankle clamp, 8000-1040, lot number rd4k145. He applied force to the instrumental and then it broke.

Manufacturer narrative:
Corrected data: device not returned for evaluation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
During surgery, doctor broke tibial ankle clamp, 8000-1040, lot number rd4k145. He applied force to the instrumental and then it broke.